Event description:
It was reported that the "nurse paused lipids infusion (270ml) at 0430 (4:30am) to draw labs." When the nurse pressed restart, they "did not realize that the pump was set to total parenteral nutrition (tpn) infusion and at a different rate of 60ml/hr. Instead of the intended rate 11.2ml/hr." Due to the event, "120ml of lipid was infused in over 2 hours." The event occurred on 23 october 2023 "early morning." The following fluids were reportedly running via 3 other channels (although the customer did not specify if these infusions were on the same or different pc units): hydromorphone at 0.25mls/hr. (Pca demand dose), narcan 10mcg/ml at 14.1mls/hr., tpn at 60ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "nurse paused lipids infusion (270ml) at 0430 (4:30am) to draw labs." When the nurse pressed restart, they "did not realize that the pump was set to total parenteral nutrition (tpn) infusion and at a different rate of 60ml/hr. Instead of the intended rate 11.2ml/hr." Due to the event, "120ml of lipid was infused in over 2 hours." The event occurred on (B)(6) 2023 "early morning." The following fluids were reportedly running via 3 other channels (although the customer did not specify if these infusions were on the same or different pc units): hydromorphone at 0.25mls/hr. (Pca demand dose), narcan 10mcg/ml at 14.1mls/hr., tpn at 60ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.